Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported that the day of the event initially the cgm device alerted the patient of a low reading, and that patient ate some chicken and cauliflower after this. The cgm reading was 62 mg/dl and the patient reported that after the self-treatment the cgm reading was not changing. When the patient wanted to stand up, he slid on the floor. The patient denied that he lost consciousness at that moment, but was unable to really do anything, and an ambulance was called by the wife. When the paramedics arrived a fingerstick was taken and the blood glucose reading, according to the patient, was reading low. Patient stated that "they did a reading, and the reading said low", no cgm reading was reported from this moment. The patient was treated with intravenous fluids and d50 dextrose. After treatment the blood glucose reading was 90 mg/dl. The patient recovered and refused to be brought to the hospital. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.